Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to an increase in pain, as well as muscle cramps on the right side starting at the upper back or shoulders and continuing down to the feet. It was noted that the patient had a fall last (B)(6), as well as a couple of other falls including a fall of the toilet three months ago. The reporter was not sure if the falls correlated with the increased pain. It was noted that the patient had always had the pain, however, it was more constant now. The patient had not seen his hcp about the issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).